Event description:
It was reported that the patient only had the inflatable penile prosthesis left cylinder implanted for unspecified reasons. The right cylinder was not implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient only had the inflatable penile prosthesis left cylinder implanted for unspecified reasons. The right cylinder was not implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that the entire system was removed and replaced including both cylinders. No malfunction or patient injury was reported in relation to this event. Refer to manufacturer report 2183959-2018-62064 related to the removal surgery.